Event description:
The event is reported as: the anesthetist had difficulty inflating and deflating the cuff of the et tube. The alleged defect occurred prior to patient insertion. No report of patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation. The device history record (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not returned for investigation.